Event description:
The pt alleged a leak occurred at the connection of the drain line and blue pump tubing. There was no fluid in, on or near the cycler. Leak was found after treatment was completed. The pt's pd rn stated the pt did not require medical intervention. Effluent remains clear. Sample availability pending.

Manufacturer narrative:
Sample has not been returned to the MFR. A f/u MDR will be sent once the MFR investigation is complete.